Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation and/or skin infection. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.2-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the leg for between 37 and 48 hours. During use, the patient experienced pain at the application site and removed the pod, observing redness and swelling. Two days after removal, the symptoms persisted and worsened, leading to a clinic visit at kinderklinik fulda, pacelliallee 4, 36043 fulda, germany (health care provider name unknown), lasting up two hours. The physician diagnosed purulent inflammation and prescribed an antibiotic regimen (medication name unknown; one dose per day for three days). Following treatment, the pain resolved and the purulent inflammation subsided within a few days. A new pod was successfully applied afterward. No changes in blood glucose levels were reported.